Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device deployed malformed staples. On the third or fourth firing of the device, malformed staples were noticed distally and the cut line was jagged. There was more bleeding than usual and another device was used to correct problem. The same issue occurred during the third or fourth firing of another device and it was also replaced to correct issue. No blood products were necessary. There was no adverse consequence to the pt. The devices were discarded. See scanned pages.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.